Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46-year-old male of unknown race and ethnicity in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During the impella implant, the staff was able to see 100 percent occlusion of the left anterior descending coronary artery, prior to patient coding. Once return of spontaneous circulation was achieved, the impella had been displaced due to the cardio-pulmonary resuscitation and they were unable to successfully reposition it. The doctor chose to explant the impella and replace it. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on the provided clinical details, the root cause of the positioning issues is due to use as the pump became malpositioned during CPR.